Event description:
A colleague infusion pump with an air in line alarm that would not clear when there was no air in tubing. There was a false air in line alarm that occurred. This event occurred during product analysis lab testing. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module master software version is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). Based on additional information from the service department, it was discovered that there was not a false air in line alarm that occurred during service.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.